Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). The event is confirmed with the received image of the product. An image of the explanted head was provided. Black debris was identified on the edge of the taper of the head. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a revision procedure due to infection. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical device: unk cup. Unk liner. Unk stem. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to unknown reasons. Femoral head was revised. Attempts have been made and additional information on the reported event is unavailable at this time.